Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion when administrating IV sincalide (kinevac.) .it was reported from clinical engineering services that the "posts connecting to the bezel frame assembly may have separate, potentially leading to over or under infusion."

Manufacturer narrative:
The customer¿s report of an infusion of kinevac completing sooner than expected was not confirmed. Analysis of the pcu error log showed no errors or malfunctions. Review of the pcu event log shows that there were no programmed infusions on the reported event date. Rate accuracy testing was performed and the device was infusing out of specification (under infusing). Rate calibration was performed. Rate accuracy testing was repeated and the module was in specification. During testing there were no periods of unregulated flow. The root cause of the infusion completing sooner than expected was not identified.

Event description:
The customer reported that a primary infusion of kinevac (sincalide) was programmed to infuse over 30 minutes with a vtbi of 52.9ml but completed sooner than expected. The rn reported that the package insert for kinevac states that it can be administered as a bolus medication but their protocol is to administer it over 30 minutes. There was no report of patient harm. The customer stated that the patient received the correct amount but in a shorter time than anticipated.